Manufacturer narrative:
A 510(k): k913859 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex bivona adult tts tracheostomy tube would not connect to standard tracheostomy tube adaptors for ventilators with ease. The customer tried five different adaptors for use. The issue occurred with a new tracheostomy tube patient while tube was in situ. No permanent injury was reported.